Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water temperature was not cold enough in arctic sun device.

Event description:
It was reported that water temperature was not cold enough in arctic sun device. Per follow up information received via email on 27aug2024, the issue will be resolved by changing the chiller. The chiller will be replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller. The device was evaluated upon receipt. Chiller intermittently cooling water. Unit is older than 10 years and will not be repaired since its beyond economical repair. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, e, f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.